Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to oversensed noise. Device interrogation identified shock impedance measurements were greater than 200 ohms. Poor sensing was also observed. An x-ray was performed which confirmed the electrode terminal pin was under inserted. A revision procedure was performed and the electrode was successfully re-inserted into the device. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.